Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
The customer reported that the male luer spin collar cracked. The customer further reported that they use curos caps on both the end caps and connector caps, as well as, a non bd needleless connector that they are attaching the male luer into. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd needleless connector, therapy date unk. The customer¿s report that the male luer spin collar cracked was confirmed. Visual inspection of set showed that the tip of the male luer was cracked. Functional testing was deemed unnecessary due to the damage. The root cause of the crack is prolonged exposure to alcohol causing the plastic to weaken.

Event description:
The customer reported that the male luer spin collar cracked. The customer further reported that they use curos caps on both the end caps and connector caps, as well as, a non bd needleless connector that they are attaching the male luer into. There was no report of patient harm.